Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with a dislocation of implants. ER physician tried a closed reduction but was unsuccessful. The patient was taken to the or for a revision bipolar hip arthroplasty where the shell and head were replaced.

Manufacturer narrative:
The associated devices were returned for evaluation. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. A dimensional inspection found that all metal components are within design specifications. An accurate dimensional inspection could not be performed on the plastic components due to deformation from autoclaving. Autoclaving utilizes extreme temperatures which deform polyethylene devices. Assessment by our research department determined the following: it was noted that the locking ring appeared loose in the bipolar shell, and was able to be removed with the application of manual force. After removal, it was also noted that the femoral head did not sit flush in the liner and the poly locking ring was not able to seat on top of the head. The diameter of the poly locking ring was measured with calipers and compared to the print diameter. It was found that both the diameter and the thickness of the poly locking ring were out of print specification. Additionally, the laser marking specified in the print was not easily identified on the face of the poly locking ring and was illegible. It was concluded that the components had undergone a process which caused dimensional changes to the polyethylene components. This most likely happened during autoclaving, which is not recommended for polyethylene components. No signs of material or manufacturing deviations were noted during the analysis. The exact cause of the reported dislocation was not able to be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.